Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint is unable to be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that following specimen collection with bd vacutainer® urine collection cups, a health care worker experienced a needle-stick injury involving 1 device while attempting to straighten a needle in the cap that appeared to be bent. It was not specified whether there was post-exposure testing or medical intervention required. There were no other health consequences or impacts reported. The following information was provided by the initial reporter: how did the needle stick incident occur: ¿phlebotomist tried several more times to fill tube and noticed needle in the cap appeared bent and tried to bend needle straight to be able to penetrate the bd vacutainer tube for collection. Phlebotomist did not realize there was a needle inside the sheath of cap and acquired a small needle stick.¿

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that following specimen collection with bd vacutainer® urine collection cups, a health care worker experienced a needle-stick injury involving 1 device while attempting to straighten a needle in the cap that appeared to be bent. It was not specified whether there was post-exposure testing or medical intervention required. There were no other health consequences or impacts reported. The following information was provided by the initial reporter: how did the needle stick incident occur: ¿phlebotomist tried several more times to fill tube and noticed needle in the cap appeared bent and tried to bend needle straight to be able to penetrate the bd vacutainer tube for collection. Phlebotomist did not realize there was a needle inside the sheath of cap and acquired a small needle stick.¿